Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v002595, implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s health care provider (hcp) moving their leads in (B)(6) 2006 messed up the patient so the patient had to go to another hcp. The new hcp had to re-do the whole thing again in (B)(6) 2006, because somehow the previous revision was not done correctly. It was reported that the patient had a new device put in and the wires were moved to where they were supposed to be where it was helping the patient. It was noted that the implant from 2006 was the patient¿s current implant and that the patient had been doing well with their device.